Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the probe broke 15 mm from the tip. There was a scratch around the broken part of the probe. When observing the fracture surface of the probe, it was found that the fracture progressed from the scratch on the probe. In addition, the coating of the probe around the scratch was partially peeled off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic pediatric procedure, an unknown output error was observed for the device in the second oscillation after start of device use for the procedure. The probe broke off. It is not known if the broken piece fell in or outside the patient body. However, the broken piece was recovered. There is no reported harm or adverse impact to the patient. The procedure was competed with another similar device. The device was inspected before use with no abnormality noted.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke, due to contact with a surgical instrument. The following step-by-step scenario likely caused the event: 1.) When the output was activated in seal & cut mode, the probe came into contact with a metal object or surgical instruments. 2.) The coating of the probe peeled off, due to ultrasonic vibration. Also, this caused scratches on the probe. 3.) A force to activate the output in seal & cut mode, or a force to grasp the body tissue was applied to the probe. Therefore, the cracks progressed from the scratched area of the probe. It also caused an error. 4.) After that, a force was applied to the probe, during device handling. As a result, the probe broke. This following information, is included in the instructions for use (IFU): "the thunderbeat instrument should be used for soft tissue. Do not activate output, while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section, as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone". "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly, during activation, a scratch on the probe tip could occur, due to ultrasonic vibration. Which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge. Which may cause burns and decrease functionalities".

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Event occurred in the early stage of the procedure during the second oscillation. The doctor was performing seal and cut output with setting seal & cut: 1. There is no delay in the procedure reported nor is there any implementation report of additional anesthesia required to be given to the patient.